Manufacturer narrative:
Philips service replaced the dvi splitter and tsm swing arm, returning the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that live image flickering occurred on flexvision monitors due to a dvi splitter issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.